Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 6, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 6th mar 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. A sensor replacement was approved for the user due to system performance. An RMA was issued for the sensor for further investigation. Upon receipt, a visual inspection and functional testing was performed, and no anomalies were observed. A review of the in-vivo data revealed depressed signals and reference channels since insertion on (B)(6) 2025. The potential root cause for the reported failure is due to coagulated blood from the insertion process interfering with the interface of the hydrogel leading to noisy/inaccurate sensor glucose readings.as part of resolution, RMA was authorized to offer the user a sensor replacement. B4. Date of this report 03 june 2025. G3. Date received by the manufacturer? 03 june 2025. H3. Device evaluated by manufacturer? Yes.